Manufacturer narrative:
Ortho-clinical diagnostics (ocd) qualtiy assurance was unable to perform retain testing due to expired reagent. A review of the complaint system indicates that there were no other false negative complaints associated with this lot.